Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted that the inflation valve had been cut off (likely by the complainant in an attempt to deflate the catheter) and the catheter balloon had a visible ridge on sample receipt. This is out of specification per inspection procedure which states, "cap and valve must be present" and "balloon must not cuff after deflation. The catheter balloon was dissected and it was found that the inflation notch was not completely perforated. This is out of specification per inspection procedure which states, "verify that the eye and notch punches are complete and in within the applicable drawing for each fr. Size." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inadequate pressure on the machine to punch..¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter would not deflate completely. The complainant noted that most of the fluid was removed but a small amount remained, leaving a ridge at the area of the balloon. The catheter was reportedly removed by an or md.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter would not deflate completely. The complainant noted that most of the fluid was removed but a small amount remained, leaving a ridge at the area of the balloon. The catheter was reportedly removed by operating room md.